Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the esc button responded intermittently and covering came off. Customer also reported that insulin pump over bolused or did not bolus at all and gave the incorrect amount of basal. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Device was received with normal operating currents. No damage was found on the display isolation tape. Unit was monitored and no unexpected battery out limit alarms occurred during testing. No unexpected time/date resetting noted during testing. Unit passed self-test, error test and displacement test. Unit was programmed with correct time and date, was programmed and monitored for three days with basal/bolus rates. Bolus delivered during the period and properly recorded in the history screen. No anomalies noted. The insulin pump received with intermittent esc button response due to flattened button dome switch. Device passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted.